Event description:
It was reported that (1) cdh33 was used during a colon resection procedure. It was reported by the rep that the surgeon had resected the colon and was using the cdh33 to perform coloproctostomy. The anvil was placed in the proximal portion of the colon while dial was in the gap setting gause, removed the safety and fired. The surgeon was unable to fire the device completely because it required more force to fire than the surgeon was able to give. The surgeon tried several times until another surgeon was able to compress the handle fully. There was extended or time by three minutes. There was no consequence to pt. 12/2000 rep notified by the or two days post op the pt returned to the or for a colostomy. No other info on the pt status is known at this time. 1/2001 md contacted this writer. Md stated she stated she was performing bowel resection on a pt. The ca was resected and the device was placed without incident. The md attempted to fire the device and was unable to complete the firing stroke. The md stated she opened the device and the staples were partially fired. The md could not cut the device out as she was very low in the pelvis and there was no additional tissue to work with. The device was closed again and the md attempt to fire. She was unable to fire the device. Another md was able to fire the device. About 7-8 silk sutures were placed on the anastomosis as the md could not reach the rest of the staple line. The donuts were complete. A scope was then performed and an air leak test. The anastomosis appeared intact and the air leak test was fine. The pt developed a fever about 1 week post op. A pelvic abcess was discovered and the pt was returned to the or. The anastomosis was too low to visualize it. The pt received a colostomy. The pt was in the hosp for about 1 month and is doing very well at this time.